Event description:
It was reported that at implant, the right ventricular lead was being placed when a perforation occurred resulting in tamponade that required an echo and a pericardial window. The lead was pulled back and repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.